Event description:
The customer reported that while the iabp was in use on a pt, the iabp went into standby for 30 minutes. The prolonged standby message was displayed. The customer pressed the "start" key, but the iab did not fill. The iab was removed from the pt. The pt was stable and no pt injury was reported.

Manufacturer narrative:
The company representative observed "autofill failures" in the fault log, confirming the customer's inability to perform an autofill at the time of the event; however, he did not identify any malfunction of the iabp. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).